Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer loaded new empty cartridge, and completed bolus successfully, after which customer was advised to replace supplies as needed and resume insulin therapy.